Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: keypad is worn with no peeling or evidence of tearing to the keypad cover. During testing the contrast button was found to be unresponsive. With the keypad cover removed, contamination was found underneath the up, down, contrast, and ok contacts.